Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. The current dexcom user reported a second-hand event, stating that ¿a friend was hospitalized due to inaccurate readings from a g7 sensor.¿ no additional details regarding the incident were provided. No patient information was obtained, and follow-up could not be conducted. There was no documentation indicating that further medical evaluation or intervention occurred. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.